Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis and exit site infection. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis and exit site infection was reported to be touch contamination by the patient. This is supported by the culture results of pseudomonas, opportunistic microorganisms that are present in nature and the healthcare environment. And staphylococcus aureus, pathogenic skin bacteria. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis and exit site infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn)reported that a pd patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2023 for unspecified symptoms. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotic therapy (drug, dose, frequency, and duration not provided). The culture was positive for staphylococcus aureus. On (B)(6) 2023 the patient was additionally diagnosed with an exit site infection. The culture from the exit site was positive for pseudomonas (no species provided). The cause of the peritonitis was touch contamination by the patient. The patient continued pd therapy during recovery. The patient did not require hospitalization. The patient completed antibiotic therapy and recovered.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn)reported that a pd patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was seen in the pd clinic on (B)(6) 2023 for unspecified symptoms. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotic therapy (drug, dose, frequency, and duration not provided). The culture was positive for staphylococcus aureus. On (B)(6) 2023 the patient was additionally diagnosed with an exit site infection. The culture from the exit site was positive for pseudomonas (no species provided). The cause of the peritonitis was touch contamination by the patient. The patient continued pd therapy during recovery. The patient did not require hospitalization. The patient completed antibiotic therapy and recovered.